Manufacturer narrative:
Additional information received on 12sep2016 with the following: (B)(6) laboratories received an additional catheter (licox) with serial number (B)(4) for decontamination along with the vtun catheter. It was verified by integra (B)(4) that the licox catheter was used as well during the case. The hospital just happened to place both the licox and the camino catheter (vtun) into the biohazard bag for return, as they were both explanted from the patient at the same time. The complaint was about the camino catheter only. There was no complaint raised about the licox catheter. The licox catheter worked as expected during use.

Manufacturer narrative:
Integra completed its internal investigation 09/30/2016. The investigation included: method: device history review. Trend analysis. Evaluation of product. Results: device history records review of vtun lot 010316, serial number (B)(4) did not reveal any anomaly. This catheter was tested within specifications at time of manufacturing. The review of integra complaint tracking database since 2013 revealed a total of ten (10) similar complaints (including this one) of inaccurate icps. The complaints were verified in (B)(4) cases, leading to a verified complaint rate of (B)(4)). This review does not conclude to a negative trend. The received vtun catheter sn (B)(4) eeprom has been read out and compared to the original eeprom data. No anomaly was noted. Product performance has been checked in air and in water with the cam02 monitor. The catheter has been successfully zeroing. Test performed during 4 hours under different pressures showed the catheter is functional, reacting immediately to the change of pressure and with stable reading, the reported discordant pressure values were not verified. Conclusion: the complaint of inaccurate icp reading is not verified on the received catheter. The exact root cause of the initial inaccuracy, followed by correct readings could not be determined by the investigation. The catheter location against ventricle wall may impact the icp measure. Given the investigation results and the history of use of the device, no further investigation or corrective action is deemed required.

Event description:
Vtun catheter seemed to not have been reading the correct intracranial pressure (icp) at implantation at 8am. It was hovering between -1 and 2. A manual transducer was connected to the external ventricular drain (evd) and when the patient was wheeled to the intensive care unit (ICU) , it read 28 then the drain was opened and the reading was 13, 11, and then 8. All along, the vtun was reading -1 and 0. At around 3pm the vtun began to correlate with the manual transducer reading. There was no patient injury reported.